Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed power loss. Customer's blood glucose was 186mg/dl at the time of incident. There were no further details given. There was no indication that the issue was resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. No unexpected pump error alarms, or power loss alarms noted during testing however they were noted in the formatted history, and long trace files. The power management tool shows that insulin pump alarmed power loss and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at printed circuit board. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, scratched overlay, cracked select button keypad overlay, and a minor scratched lcd window.